Manufacturer narrative:
A product analysis was performed as samples were returned to manufacturing site. A lot number was provided to the site. The device history record for lot 719824x was reviewed. During the manufacturing of the syringe assemblies, 2,528 syringes were visually inspected and 1 ,027 syringes were physically tested with 0 defects recorded relating to this customer the device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. Following the review of the DHR and product trending results, the investigation concluded that the production of both lot and its product was found to be compliant with all manufacturing and quality regulations and requirements. Potential contributing factors to the condition of missing/poor print quality include but are not limited to: ¿ the sensor on the hot stamp did not stop the process when the printer foil breaks. ¿ the sensor on the hot stamp did not stop the process when the printer foil ran out. ¿ the print dye to barrel timing was not correct, if the printer dye was damaged or worn. ¿ the print tape does not advance correctly ¿ poor transfer of ink ¿ barrel not fully loaded on uneven causing barrel to be out of position for print operation. Per acceptable quality level (aql) inspector slide rule, ansi/asq z1.4-2008, 4 defects at an aql of 1.5 for a lot size of 85,050 pieces is within the acceptable quality limits. Sample sizes of 500 pieces visually inspected with accept 14/reject 15. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/13/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the syringe has a brown spot inside the tip.